Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformance related to the reported event were noted. A getinge senior territory manager (stm) evaluated the iabp and replaced a bad coiled cable. The stm then verified calibration, functional and safety tests to factory specifications. The iabp was returned to customer and released for clinical use.

Event description:
The customer reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an "internal communication error" message. No adverse event was reported.

Event description:
The customer reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an "internal communication error" message. No adverse event was reported.